Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48178, 1627487-2020-48183, 1627487-2020-48184. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the l3 lead was explanted and not replaced, explanted and replaced the l4 and l5 leads and implanted an s1 lead next to the partial s1 lead that was left implanted (manufacturer report number 1627487-2020-48172). Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the l4 lead that was explanted and replaced was tangled and the s1 lead that remains implanted was tangled.